Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged was hospitalized for high blood glucose, insulin pump under delivery, unexpected battery power loss and blank display. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found six bolus deliveries that the customer manually programmed and delivered at 04:45:55 of 6.8u, 10:34:07 of 2u, 19:28:20 of 5.8u, 19:30:45 of 8.8u, 20:27:59 of 5.0u and 22:19:17 of 5.15u. Insulin pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to electrical board and no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specification range during testing (22.3 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. The power management confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No power loss alarm or blank display during testing; however, found: low battery alarm on (B)(6) 2021 at 3:37:00 pm. Replace battery alert on (B)(6) 2021 at 1:08:00 am. Replace battery now alarm on (B)(6) 2021 at 1:39:00 am. Power loss alarm on (B)(6) 2021 at 4:44:04 am. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Insulin pump received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged for the insulin pump under delivery, blank display and battery power loss was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. Thus and carelink software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (22.3 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power loss alarm or blank display during testing. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer were hospitalized on (B)(6) 2021 due to high blood glucose. Customer stated that the blood glucose was 530 mg/dl at the time incident and current blood glucose was 164 mg/dl. Customer stated that the high blood glucose was treated with the insulin pump and intravenous insulin. Customer did experienced nausea related to high blood glucose. Customer allege insulin pump was under delivering and also insulin pump stopped working. Customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if the auto mode smart guard feature was active at the time of incident. Customer also stated that they were visited to emergency room related to high blood glucose. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.